Event description:
It was reported that during implant procedure, the right ventricular lead cold not be fixated. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.